Event description:
New information received states that the lead was explanted, and two new leads were implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to high impedance issue on three to five contacts on the lead. A surgical intervention is anticipated in the near future. No additional information is available at this time.